Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative. It was reported that the patient¿s implantable neurostimulator (ins) battery level was at 100% when they were implanted, but dropped to 80% afterwards. The manufacturer representative stated that the patient was noticing that their ins battery had been depleting much more rapidly. It was also reported that the patient¿s ins pocket site was swollen, although it was still healing. The manufacturer representative stated that they could ¿feel the squishiness.¿ the manufacturer representative didn¿t have a spare recharger or clinician programmer with them at the time. They were redirected to the repair department and a recharging cord was requested. It was noted that the issue occurred on (B)(6) 2017. No further complications were reported or anticipated. Indication for use is non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the swelling had resolved and the ins was charging. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the manufacturing representative incorrectly registered the recharger serial number because they ended up not using it due to malfunction. They instead used a different recharger on the same day. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the patient had post op swelling at the ins site and was unable to charge. No further complications were reported or anticipated. Additional information was received and it was reported that the patient still had recharging issues and there recharger would not charge their ins. No further complications were reported or anticipated. It was reported that the patient received a new recharger and the ins was charging fine. No further complications were reported or anticipated